Event description:
It was reported that the pump was unresponsive following an impact and exhibited an "rattle".

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board consistent with an impact as stated in the reported event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.